Event description:
On 8/7/95 at 2:45pm, the fire alarm sounded indicating a fire situation. The cause for the alarm was that a bed located in pt room had a defective motor that started to produce smoke. The electric bed was unplugged & was immediately taken out of service. Staff member rescued 2 pts from the room that suffered from smoke inhalation. The 2 pts were treated at the scene with oxygen. The physician also examined the pts & returned them to their normal treatment regime. There were no other reported injuries. The building had not suffered any structural damage. Preliminary investigation as to the cause of the smoke was due to a possible defect in the bed motor causing it to engulf the pt's room with smoke. Building services contacted a rep from the bed distributor to report the incident.